Manufacturer narrative:
H1: (serious injury).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified duration of time. The customer experienced a blood glucose (bg) level over 500 mg/dl. Transmitter was replaced to resolve the issue. No additional patient or event information was available.